Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient stated she felt lightheaded and patient's spouse treated the patient's low blood glucose levels with juice. Patient did not calibrate according to user guide recommendations.